Event description:
The customer reported that she was changing her insulin pump's battery every day. In the alarm history a low battery, an off no power, and a no delivery alarms were found. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.